Event description:
It was reported that the bd alaris pump module smartsite texium tubing expanded during the chemotherapy infusion. The following information was provided by the initial reporter: "it was reported that the "infusion set stopped infusing". Upon inspection, clinician noticed a bulge in the tubing and pump was alarming occluded. New tubing and pump were sequestered, and infusion finished without further incident. There was patient involvement and no harm. Do you know how long the set had been in use before the bulge was discovered? It was running for 12 hours when this happened. Had an IV push been delivered prior to the bulge being discovered? Yes. Can you please provide procedure involved and described medication used : infusing chemotherapy".

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that the bd alaris pump module smartsite texium tubing expanded during the chemotherapy infusion. The following information was provided by the initial reporter: "it was reported that the "infusion set stopped infusing". Upon inspection, clinician noticed a bulge in the tubing and pump was alarming occluded. New tubing and pump were sequestered, and infusion finished without further incident. There was patient involvement and no harm. Do you know how long the set had been in use before the bulge was discovered? It was running for 12 hours when this happened. Had an IV push been delivered prior to the bulge being discovered? Yes. Can you please provide procedure involved and described medication used - infusing chemotherapy". D1: medical device brand name: bd alaris pump module smartsite texium. D4: UDI #: (B)(4). D4: medical device catalog #: 24601-b007t. G.5. PMA / 510(k)#: k944320.

Event description:
It was reported that the bd alaris pump module smartsite texium tubing expanded during the chemotherapy infusion. The following information was provided by the initial reporter: "it was reported that the "infusion set stopped infusing". Upon inspection, clinician noticed a bulge in the tubing and pump was alarming occluded. New tubing and pump were sequestered, and infusion finished without further incident. There was patient involvement and no harm... Do you know how long the set had been in use before the bulge was discovered? It was running for 12 hours when this happened. Had an IV push been delivered prior to the bulge being discovered? Yes... Can you please provide procedure involved and described medication used - infusing chemotherapy."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-jun-2023. H6: investigation summary one sample (model #24601-b007t) was returned by the customer. It was reported by customer that the "infusion set stopped infusing", clinician noticed a bulge in the tubing and pump was alarming occluded. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump and pump module at 125 ml/hr with a vtbi of 125 ml. No bulging was observed in the tubing throughout the infusion and after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A lot number is unknown, however, possible lot numbers were identified to be: 22085199, 22105077. A device history record review for model 24601-b007t and possible lot number 22085199 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 24601-b007t and possible lot number 22105077 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ infusion set tubing expanded during the chemotherapy infusion. The following information was provided by the initial reporter: "it was reported that the "infusion set stopped infusing". Upon inspection, clinician noticed a bulge in the tubing and pump was alarming occluded. New tubing and pump were sequestered, and infusion finished without further incident. There was patient involvement and no harm... Do you know how long the set had been in use before the bulge was discovered? It was running for 12 hours when this happened. Had an IV push been delivered prior to the bulge being discovered? Yes... Can you please provide procedure involved and described medication used infusing chemotherapy"